Event description:
On 9/30/93, pt had undergone right superficial femoral artery angioplasty at hosp. Device malfunctioned and balloon fragments were retained in right femoral artery. Pt transferred to med ctr for retrieval of the retained balloon fragment and a right femoral popliteal bypass graft.